Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be telemetered. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. Additional analysis was performed on the battery and voltage monitoring identified abnormal variations indicating a battery malfunction. Current devices are not manufactured with this battery anymore. No further analysis was performed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker could not be interrogated and did not respond to a magnet. There was an allegation of premature battery depletion (pbd) and the physician suspected that the device transitioned from elective replacement near (ern) to end of life (eol) in less than 90 days. The patient is dependent patient. Urgent replacement was performed. No additional adverse patient effects were reported.